Event description:
On 04/02/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's groin. Approx 24 hrs later the pt was noted to have decreased peripheral pulses and a cold foot. During an elective carotid angiogram, the radiologist also performed a femoral arteriography which showed the device protruding into the external iliac with distal thrombosis. On 04/04/1998 the pt underwent an angio-jet procedure in order to remove the thrombus which extended distally to the popliteal artery. A balloon was used at the entry site with good results. The pt was placed on urokinase and monitored. The following morning the artery looked to be clear with good flow. As of 04/28/1998 there has been no further report of complication or pt sequelae made to the MFR.